Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues and is not performing well with the device. The patient was seen by a company representive for device evaluation. Testing could not be completed, due to the patient sound quality issues. However, due to lack of patient progress and sound quality issue, the decision was made to explant the patient's device. Surgery to explant the patient's device is to be scheduled.